Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the stapling case via laparoscopic procedure after loading , on its first attempt to fire, the instrument did not deploy. To resolve the issue, the surgeon opened a new one and it worked. There was no patient injury.